Event description:
Synthes (B)(6) sales consultant reported the following event occurred during a l5-s1 instrumented fusion with t-pal tplif (transforaminal posterior lumbar interbody fusion). After placement of the t-pal spacer, the surgeon had difficulty disengaging the t-pal applicator inner shaft (03.812.003) from the t-pal spacer. Surgeon removed the trial applicator handle (03.812.001) and eventually was able to remove the inner shaft from the spacer. Surgeon successfully completed the procedure. There was reportedly some surgical delay for an unknown amount of time. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.